Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated that the mast of the lift was loose and moves back and forth.